Event description:
Per the audiologist, the pt's mother reported the pt fell but still had auditory response with the cochlear implant system. An x-ray done (date not reported) showed the internal magnet had dislodged from the magnet pocket and had migrated slightly off the center. Revision surgery to place the magnet back into the magnet pocket was done 2008.

Manufacturer narrative:
This is a final report, filed sept 23, 2008.